Event description:
It was reported that an arteriotomy closure of the left common femoral artery was completed using a proglide device with a 6f sheath after a neurological interventional procedure. The access site was moderately calcified and moderately tortuous. Reportedly, after the procedure the patient complained of pain in the left lower extremity. A femoral angiogram was performed and the artery was occluded by the suture attaching to the posterior wall. Percutaneous transluminal angioplasty was performed using an access site at the right common femoral artery. Left lower extremity blood flow was improved and pain was gone. An additional proglide device was used to maintain hemostasis after the angioplasty. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.